Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device was used for a trauma and the device would not charge and displayed an error code 20 with a blank screen. The device did not deliver the correct charge to successfully shock the patient. The event caused a delay in therapy and the patient outcome is unknown.

Manufacturer narrative:
The device was sent to the repair bench for evaluation. The service engineer evaluated the device and confirmed the defibrillator would not charge and displayed an error code 20 with a blank screen. Error code 00020, shown in the system log, is commensurate with a power or control pca failure. No ECG monitoring strips or patient event files were provided to philips for review. Upon conclusion of the evaluation, the customer problem was confirmed. The actual root cause could not be determined by the repair bench. The device is being scrapped by request of the customer because the device is end of support since (B)(6) 2018. The device is at end-of-support since (B)(6) 2018. No further evaluation is possible at this time. Patient outcome code = death.

Event description:
It was reported to philips the defibrillator passed the initial shift check performed by the nursing staff. However, when defibrillator was used for a trauma later on in the shift, the defibrillator would not charge and displayed an error code 20 with a blank screen. The unit would not charge past approximately 85j without giving an ¿error:20¿ regardless of pad /paddle configuration. The device did not deliver the correct charge to successfully shock the patient. The patient died. The customer stated the cause of death was the underlying physical trauma. The patient had abdominal trauma due to multiple stabbings. The customer stated the mechanism of death however was ventricular fibrillation. The customer managed to resuscitate the patient to a shockable rhythm which is when the customer realized the defibrillator failed. After 3 attempts at defibrillation, including plugging in the machine to make sure it could charge, the customer obtained another defibrillator, and managed to deliver a shock. The patient continued to deteriorate and passed away shortly after that. This report has been updated from a serious injury to a death.